Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. There was no damage observed to the lens. The lens was cleaned with lphse to further assess. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. Associated products were not provided. It is unknown if qualified products were used. The root cause for the complaint cannot be determined. There was no damage observed to the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, she noted zonular dehiscence. The iol was exchanged during the initial procedure.